Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The customer has not requested getinge to be dispatched to evaluate the iabp unit. However, it was reported that during a routine check, the facility¿s biomed was able to diagnose the problem to the battery. New batteries were shipped directly to the customer (reported under mfg report# 2249723-2019-01049 follow-up#1) and the iabp unit was been cleared for clinical use. The initial reporter is a getinge employee whose contact details are: (B)(6). Which differs from that of the event site. Not returned to manufacturer.

Event description:
It was reported that during evaluation of the batteries of the cardiosave intra-aortic balloon pump (iabp) (previously reported under mfg report# 2249723-2019-01049), the getinge clinical support specialist discovered that another battery exhibited the same (charging) issue and therefore suspected that the issue may stem from the cardiosave unit. The facility¿s biomed and cardiac cath lab (ccl) manager were notified to follow up. The getinge representative advised the biomed that reports have been submitted to getinge on the battery and iabp and suggested to contact getinge service to evaluate both. There was no patient involvement and no adverse event was reported.